Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4). Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for rsd/causalgia-complex regional pain syn as well as spinal pain. Consumer reported their desktop charger (dtc) started getting hot and then they noticed the connector pin broke off inside the recharger (insr). It was reported that the patient was able to get the connector pin out of the insr. The patient had turned off their ins to save implant battery but when they went to turn the ins on the programmer showed the ins battery was low and needed to be charged so stimulation was off. The patient was unable to charge because of the broken connector pin. The patient wanted to use their stimulator because their foot was hurting, and the day prior to the report they took tylenol so the pain would go away. It was reported that the patient doesn¿t use the stimulator everyday but noticed when it gets real cold outside or when it rains the pain really starts to bother them, so that¿s when they use the stimulator. No further complications reported/anticipated.